Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical analysis, a stylet intended to be used with this lead could be inserted only 1.5 cm as mentioned in the complaint description. Further inspection revealed deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the clinical observations. Subsequent investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. The cuttings in the insulation and deformations of the outer conductor coil occurred most likely during the surgery. Coagulated blood along the inner coil of the lead was observed. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Helix would not retract, alleged infection, entire system was removed. Was unable to get stylet all the way to the end of the lead. With a different stylet, they could barely get it down the lead.